Manufacturer narrative:
The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light keeps dimming. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
Manufacturer's evaluation results: the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and the refurbishment process. The wear of the adhesive can allow liquid to penetrate the blade, which affects the electronics and can lead to a light fault. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).